Manufacturer narrative:
(B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a band ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band failed to deploy. It was reported that resistance was felt in the handle when an attempt was made to release the band. Reportedly, the physician and the nurse cut the "cord" and the device was then removed from the patient. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.